Event description:
It was reported via a call from the perfusionist to the clinical support specialist (css) at 2144 est, approximately 24 hours after insertion, stating that they were having EKG issues. Indication for use: failure to wean from cardiopulmonary bypass (cpb). Pt is being supported on the intra-aortic balloon pump (iabp) by arterial pressure (ap) trigger. EKG is connected, but all that is showing is an occasional r wave and pacer spikes. Pt is av paced, ma's 6 and 10 atrial/ventricular respectively. ECG on bedside monitor normal and stable according to the perfusionist. Pt is demand paced since operating room (or), as the pt was asystole. Pt had 100,000 units of heparin in the operating room and due to hemodynamic instability, protamine was not able to be infused post pump. Pt was admitted to intensive care unit (ICU) at 1805 and was stable. At 2024 est, pt had 100 cc output in chest tubes. Surgeon at bedside, blood pressure was 45/32. Drops per minute (gtts) include, but not limited to vasopressin, levo, and epi (dosage unknown). Central venous pressure (cvp) 11 pa's 30/15. The css asked the perfusionist if they had tried moving the leads around and they had not changed position of the leads, but had changed out the cable. The css had the perfusionist check the ECG gain and it is on auto. The css told her to change the lead configuration to see if that would improve the EKG tracing. The perfusionist confirmed that the pump was pumping appropriately now, but did have issues when the pressures were so low. The perfusionist verbalized understanding that the pump had difficulty triggering off such a low pulse pressure. Pt's current blood pressure is 107/112/63/90. The perfusionist has no further questions and is going to move the leads around. At 2233 est, the css received a text message from the perfusionist that they had swapped out the pump for another one and the EKG was perfect and the pump was now utilizing an EKG trigger. There was no report of pt death, complications, or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy noted. The pt outcome is the pt was unchanged through out the call. Additional info received on (B)(4) 2012 from the field service rep stated that the pumps are owned by the perfusion company. There is no maintenance contract on these pumps.

Manufacturer narrative:
Device will not be returned for evaluation.